Event description:
It was reported that during a breast biopsy, an error code occurred while using the probe. The probe was replaced and the case was completed without incident.

Manufacturer narrative:
Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the green cable was bent. To correct this issue, the site replaced the green cable. The analysis site also replaced the pcb due to the pcb could not be calibrated, the safety latch was replaced due to it was worn, the e-clip was replaced due to it was damaged during disassembly. After servicing, the unit passed qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.